Manufacturer narrative:
(B)(4).

Event description:
It was reported that the catheter was fractured. The distal segment was revised. The pump was delivering hydromorphone.

Manufacturer narrative:
Catheter: model# 8709sc lot#, (B)(4) serial#, implanted: 2012 (B)(6), explanted: unk. (B)(4).